Event description:
It was reported by the affiliate that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, it jammed. A new stapler was used to complete the case. There was no consquence to pt.